Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the analyzer and determined that the wash water drain valve was defective. The fse replaced the wash water drain valve to resolve the issue. Performed verification testing successfully without further issues. No further issues were noted. The analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported obtaining false low ise (ion selective electrode) patient results for sodium (na), chloride (cl), and potassium (k) on their au680 ise chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics, only provided an example of results for one (1) patient.